Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ syringe had a foreign stain on the luer-lock. The following information was provided by the initial reporter, translated from chinese: "the customer said that when he got the product and opened the package, he found that the screw of the product was stained."

Manufacturer narrative:
H6: investigation summary two photos were received by our quality team for evaluation. From the returned photos, foreign matter, a layer of lubricant (silicone), on the stopper was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The layer of liquid on the stopper is suspected to be silicone which is sprayed inside the barrel during the assembly process of siliconize the inner diameter of the barrel. Based on the device history review, there is no finding of excessive silicone during the in-process and outgoing inspection. As no sample was returned for further analysis, a root cause could not be determined.

Event description:
It was reported that the bd luer-lok¿ syringe had a foreign stain on the luer-lock. The following information was provided by the initial reporter, translated from chinese: "the customer said that when he got the product and opened the package, he found that the screw of the product was stained."

Event description:
It was reported that the bd luer-lok¿ syringe had a foreign stain on the luer-lock. The following information was provided by the initial reporter, translated from chinese: "the customer said that when he got the product and opened the package, he found that the screw of the product was stained."

Manufacturer narrative:
H6: investigation summary two photos were received by our quality team for evaluation. From the returned photos, foreign matter, a layer of lubricant (silicone), on the stopper was observed. Additionally, two samples were also received which similarly displayed excess silicone; this issue has been confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The layer of liquid on the stopper is suspected to be silicone which is sprayed inside the barrel during the assembly process of siliconize the inner diameter of the barrel. Based on the device history review, there is no finding of excessive silicone during the in-process and outgoing inspection. As the samples passed the silicone content test and was within specification, a root cause cannot be determined. H3 other text : see h10